Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the device could not be interrogated. Multiple programmers were used. Patient is undergoing radiation therapy for cancer. No MRI was performed. It was recommended to explant the device.